Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced blank display. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed for display: blank, frozen, partial screen, flashing / solid white screen. Battery cap contacts and battery compartment and/or springs are not damaged. Display did not return after inserting a new battery. No harm requiring medical intervention was reported. Mmt-1886 was requested and customer response was the device will be returned.

Manufacturer narrative:
Pump powered up properly after battery installation. Pump passed the self test, sleep current measurement and active current measurement. Pump was monitored and no blank display noted. Successfully downloaded pump traces and history file using thump.power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Low battery alert was found on: 07/24/2024 04:43:00.000. Replace battery alert was found on: 07/24/2024 14:14:00.000, 07/24/2024 14:24:00.000. Replace battery now alarm was found on: 07/24/2024 14:45:00.000, 07/24/2024 14:55:00.000. Insert battery alarm was found on: 07/24/2024 14:56:13.000, 07/24/2024 14:57:04.000, 07/24/2024 14:57:06.000, 07/24/2024 14:57:08.000, 07/24/2024 14:58:04.000, 07/24/2024 14:58:06.000, 07/24/2024 14:58:08.000, 07/24/2024 14:59:06.000, 07/24/2024 14:59:08.000. Pump error 23 alarm was found on: 07/24/2024 14:56:03.000, 07/24/2024 15:06:00.000. Failed battery alert/battery failed alarm was found on: 07/24/2024 14:57:03.000, 07/24/2024 14:57:05.000, 07/24/2024 14:57:07.000, 07/24/2024 14:58:03.000, 07/24/2024 14:58:05.000, 07/24/2024 14:58:07.000, 07/24/2024 14:59:05.000, 07/24/2024 14:59:07.000. Insert battery alarm was expected since the battery was removed from the pump. Upon checking on the power data/detail trace file, failed battery alert/battery failed alarm, low battery alert, pump error 23 alarm and replace battery alert/replace battery now alarm were expected since the battery in the pump is low on power or does not have enough power. The customer had used a low/no power/depleted battery.no unexpected failed battery alert/battery failed alarm, low battery alert, pump error 23 alarm and replace battery alert/replace battery now alarm noted during testing. There were no other unexpected pump error(s)/alarm(s) noted 1 week prior to the event date 24-jul-2024 in the formatted history file. Pump was cut open to perform visual inspection and it was verified that the battery tube power connector is properly connected to j7/pcb1. However, corrosion was found on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted.test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. The pump passed all the required testing. Customer alleged for blank display was not confirmed. However, during visual inspection corrosion was found on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.